Event description:
It was reported that the right atrium (ra) lead exhibited under sensing due to an apparent dislodgement. It was also reported that the physician tried to reposition the lead; however, was unable to successfully fixate the lead to the atrium. Therefore, the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor was distorted and cut. The proximal conductor was cut and there was blood/body fluid (not obstructed). The inner insulation was kinked buckled and outer insulation breach cut. There was blood in/on the helix/lobe mechanism and tissue on the helix. The lead was stretched and there was apparent explant damage.